Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the patient had a coronary artery bypass graft (CABG) procedure. During the procedure, the left ventricular lead was checked and found to have been damaged. The lead had no capture and was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.